Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with pockets. The field service engineer confirmed that there were no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed and prevented user from retrieving medication to patient. The customer added that they were able to get the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.